Manufacturer narrative:
No device information was provided other than the product name: trilogy 100 device.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed a negative flow verification test step. The program indicated that the set point was not being achieved in the allowed amount of time. The customer verified that there were no restrictions or leaks in the test set up. It is noted that when the patient filter is removed from the circuit, it will then pass the negative flow verification step. The customer thinks it could be due to the latest trilogy fsa software version. There was no serious patient harm or injury that occurred or was reported. The customer emailed his concern to the philips repair team, service operations team, and the account manager and is awaiting a reply. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.